Event description:
It was reported that this pacemaker had entered into safety mode, which led to oversensing and pacing inhibition. No adverse patient effects were reported. It is unknown if the product remains in service.

Event description:
It was reported that this pacemaker had entered into safety mode, which led to oversensing and pacing inhibition. No adverse patient effects were reported. It is unknown if the product remains in service.